Event description:
On (B)(4) 2012, abbott point of care was contacted by a customer regarding I-stat1 analyzer that yielded a discrepant result on three pts. The customer questioning I-stat analyzer (B)(4) it does not match lab and the other I-stat analyzer ((B)(4)). Method: I-stat sn (B)(4), result: 1.5, time: unk. I-stat sn (B)(4), 1.0, unk. Vitros 5600, 1.0, unk. Pt a: (refer to incident (B)(4)). Sn (B)(4), 2.9. Sn (B)(4), 1.0. Vitros 5600, 1.0. Pt b: (refer to incident (B)(4)). Sn (B)(4), 2.2. Sn (B)(4), 1.5. Vitros 5600, 1.5. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Refer to MFR report#s 2245578-2012-00305 ((B)(4)) and 2245578-2012-00306 ((B)(4)) for other pt results.